Event description:
It was reported that the right ventricular lead exhibited noise resulting in oversensing. The lead was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
External insulation abrasion was noted at 14.1-14.2cm cm from the connector pin consistent with lead friction to the device can. This is consistent with the observation from the field of oversensing and noise.